Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that experienced the extract transform load (etl) errors. A technical support specialist found that the customer had changed the care fusion application service and admin passwords. Tsc followed knowledge article (changing password for cfnservice and cfnadmin accounts) to update the passwords for service accounts/application pools. Verified that the station services were running after password change. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, experienced the extract transform load (etl) errors. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.